Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: the lot was manufactured from (B)(6).2020 - (B)(6). 2020. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture and no signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition is manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume intermate ruptured prior to use. The device was filled with meropenem. There was no patient involvement. No additional information is available.